Manufacturer narrative:
Device evaluated by manufacturer: product return consisted of a jetstream catheter with a pouch and a portion of the box. The pouch was received opened and the device was loose inside the pouch. The labeling on control pod of the jetstream did not match the returned packaging. The most probable root cause was unable to be determined. Further investigation is being conducted through the non-conformance event process. (B)(4).

Event description:
It was reported that the incorrect catheter was in the package. A 2.1mm jetstream xc atherectomy catheter was selected for an atherectomy procedure. However, during preparation, the incorrect jetstream catheter was found inside the internal device package. The package seal was unbroken and the labels were intact. The device did not enter the patient and no patient complications were reported.

Manufacturer narrative:
(B)(4). Addt'l MFR. Narrative - from - the most probable root cause was unable to be determined. Further investigation is being conducted through the non-conformance event process. To - the root cause has been determined to be manufacturing related. (B)(4).

Event description:
It was reported that the incorrect catheter was in the package. A 2.1mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure. However, during preparation, the incorrect jetstream catheter was found inside the internal device package. The package seal was unbroken and the labels were intact. The device did not enter the patient and no patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the incorrect catheter was in the package. A 2.1mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure. However, during preparation, the incorrect jetstream catheter was found inside the internal device package. The package seal was unbroken and the labels were intact. The device did not enter the patient and no patient complications were reported.